Event description:
It was reported that during a follow up, externalized conductors via fluoroscopy and decreased in r-waves were observed. The patient did not experience any adverse consequences and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.